Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the ilet pump touchscreen was cracked, and the pump remained functional but was no longer watertight; the device required replacement and the user was advised on shutdown, data sync, and therapy backup. Symptoms included no reported changes in blood glucose and no medical symptoms. Outcomes included no injury, no need for medical intervention, and no hospitalization. Investigation included complaint intake assessment and logistics for device replacement and return. Investigation of this case revealed physical damage to the touchscreen component and compromise of the pump¿s enclosure integrity, consistent with user-reported external damage. It was concluded, based on previously established findings for similar reports, that external physical damage was the cause.